Manufacturer narrative:
Continuation of d10: product ID 97745 lot # serial# (B)(6); implanted: explanted: product type programmer, patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was on saturday the patient (pt) was attempting to recharge the ins and they got software problem 1. Intellis 2.3.0 3.243 4.qf_port. Pt noted everything was killing them below which normally the ins help. Agent understood pt was in pain since they could not control stimulation therapy due to error message. During call pt verified no damage to the controller charging port. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging. The controller battery was at 0% and the ins was at 30% and said it was wrong since they did not feel stimulation. Pts stimulation was off so pt turned stimulation back on. Pt said they did not feel anything even though they increased stimulation from 3.0 to 4.5. Pt called a representative (rep) who called back providing another rep but got their voicemail and never heard back. Pt noted they needed to meet with a rep last month to tweak their program settings but they did not. Pt had lumbar surgery last (B)(6) and for stimulation purposes they kept it at 2.2 or 2.3 and after lumbar surgery they had to go to 3 to 3.2 to get same stimulation to help with pain. When they talked to the rep they said let's wait until the swelling goes down from the surgery to see if it helped. Pt waited a while and it was nowhere where it needed to be for therapy relief. Pt noted they had surgery on the lumbar (B)(6) 2024 and then a follow up surgery (B)(6) 2024; then they noticed the therapy needing to be reprogrammed like a week or two after lumbar surgery. Pt last spoke to the rep (B)(6) of this year and today. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.